Event description:
Facility reported while pct was trying to remove the fistula needle after treatment, she engaged the guide and pulling tubing out, the tubing was found disconnected while the needle was still in pt's access.